Manufacturer narrative:
One opened knife sample with a foam tip protector was received by manufacturing inside a blister package for the report of being dull. The returned blade was sticking out of the foam tip protector. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was found to be conforming. The returned sample was found to be conforming therefore, a dull blade as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned cutting instrument was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).

Manufacturer narrative:
Corrected information pertaining to the date received by manufacturer date that was originally reported is provided below. Further review of available source documentation confirmed that the originally provided date received by manufacturer date was incorrect. The correct date of first receipt should have been originally reported as 12-jan-2017. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. A review of the device history record associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are (B)(4) additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that a knife was noted to be dull during surgery. Patient impact information is unknown. Additional information has been requested.